Manufacturer narrative:
It was reported that two fibers from the same lot broke during two different procedures. The first fiber broke after approximately 14 seconds of use. The second fiber reportedly broke after approximately two seconds of use. In both procedures, an additional fiber was used and the procedures were completed successfully. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was unavailable for evaluation during the timeframe of this investigation. Past complaints were reviewed, and no identifiable trend related to holmium fibers breaking was found. The risk associated with a fiber break is classified as medium. No evidence of a manufacturing deficiency was identified during this investigation. The root cause could not be determined because the suspect fiber was not available for evaluation.

Event description:
It was reported that two fibers from the same lot broke during two different procedures. The first fiber broke after approximately 14 seconds of use. The second fiber reportedly broke after approximately two seconds of use. In both procedures, an additional fiber was used and the procedures were completed successfully.